Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The universal handle broke.

Manufacturer narrative:
Conclusion and justification status: the complaint states the universal handle broke. The investigation confirmed the failure mode as reported. On visual inspection scratches and impaction marks identified on the instrument were consistent with prolonged use. Therefore, this failure will be attributed to the device being worn from normal use and servicing. Due to the nature of the complaint, the risk to the patient was considered low and therefore no further action is required. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.